Event description:
The doctor resected the pt's left mandible from the condyle to mentum part, and implanted the reconstruction plate on free bones sites for fixation without bone grafting. Prior to application, the doctor had cut off a hole and fixed the plate with screws in the two holes at the condylar part. Approximately seven months post operative, the plate broke at the third hole.

Manufacturer narrative:
Summary of evaluation: evaluation results as rec'd from howmedica leibinger gmbh indicates this event cannot be evaluated because the device was not returned to howmedica leibinger gmbh, freiburg, germany. The device is still implanted in the pt.